Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Insulin pump was tested with no prime/fill anomaly noted. Insulin pump received with corroded battery tube noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a prime fill anomaly on the insulin pump. They were trying to change the infusion set but was stuck in the fill tubing process. They were unable to exit the preparing to prime loop. The device had an alarm but they were visually impaired and did not see what the alarm was. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed but the issue was not resolved. The insulin pump will be returned for analysis.